Manufacturer narrative:
Correction to the initial report. The aware date of this event was (B)(6)2019. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial#: (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3777-60, serial#: (B)(4), implanted: (B)(6) 2011, product type: lead. Other relevant device(s) are: product ID: 3777-60, serial/lot #: (B)(4), ubd: 23-sep-2014, UDI#: (B)(4); product ID: 3777-60, serial/lot #: (B)(4), ubd: 23-sep-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator for lumbar radiculopathy and for peripheral neuropathy. It was reported the patient stated that he can only use the device while golfing, because when he is doing other things like driving, it makes his legs ¿fly up.¿ this had been occurring since implant. Additionally, one of the patient¿s leads is out due to a fall on (B)(6) 2019, but the other one still works. The patient was reprogrammed around (B)(6) 2019; however, when he went home to charge, he felt like someone hit/punched him in the ribs. It was unbearable, and he had to turn it off. The patient was able to turn the device to 0.0 volts and then recharge on (B)(6) 2019. The patient is having a lead revision on (B)(6) 2019 and indicated that he would discuss the stimulation sensation with his health care professional. It was also noted that when they revise the lead on (B)(6) 2019, they are also going to move the implantable neurostimulator pocket from the butt to higher up the back. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient has an appointment with their healthcare provider (hcp) today because he is feeling stimulation in his ribs, and it feels like "he is getting punched in the ribs" when he turned it on since (B)(6) 2019. The patient stated he also has "scratch marks" on the outside of his body where he is feeling the stimulation in his ribs. The patient is not sure what is causing that. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that the manufacturer representative was able to reprogram the patient so that the stimulation is in the patient¿s pain areas. There were no further complications reported or anticipated.